Manufacturer narrative:
E1 initial reporter facility name: (B)(6).

Event description:
It was reported that patient death occurred. In (B)(6) 2022, the target lesion was located at the mid right coronary artery (rca) and was 24 mm long with a reference vessel diameter of 3 mm. Following pre-dilatation using 3.00 x 20 mm balloon, the lesion was successfully treated with a 3.00 mm x 30 mm agent drug-coated balloon (dcb) inflated to 14 atm for 53 seconds. Post revascularization, residual stenosis was approximately 30%, with timi flow 3. The patient discharged from the hospital. In (B)(6) 2026, the patient died, with cardiac arrhythmia documented as the cause of death.

Event description:
It was reported that patient death occurred. In (B)(6) 2022, the target lesion was located at the mid right coronary artery (rca) and was 24 mm long with a reference vessel diameter of 3 mm. Following pre-dilatation using 3.00 x 20 mm balloon, the lesion was successfully treated with a 3.00 mm x 30 mm agent drug-coated balloon (dcb) inflated to 14 atm for 53 seconds. Post revascularization, residual stenosis was approximately 30%, with timi flow 3. The patient discharged from the hospital. In january 2026, the patient died, with cardiac arrhythmia documented as the cause of death.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hosp. Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review (prr) table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of known inherent risk of device use. A review of an agent product directions for use (IFU) notes that the events of arrhythmias and death are listed as known adverse events associated with device use.

Event description:
It was reported that patient death occurred. In (B)(6) 2022, the target lesion was located at the mid right coronary artery (rca) and was 24 mm long with a reference vessel diameter of 3 mm. Following pre-dilatation using 3.00 x 20 mm balloon, the lesion was successfully treated with a 3.00 mm x 30 mm agent drug-coated balloon (dcb) inflated to 14 atm for 53 seconds. Post revascularization, residual stenosis was approximately 30%, with timi flow 3. The patient discharged from the hospital. In (B)(6) 2026, the patient died, with cardiac arrhythmia documented as the cause of death.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). B2. Date of death: corrected. Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review (prr) table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of known inherent risk of device use. A review of an agent product directions for use (IFU) notes that the events of arrhythmias and death are listed as known adverse events associated with device use.